Manufacturer narrative:
Product event summary: it was confirmed that the radiofrequency (rf) head cable was damaged, a portion of the insulation was missing. It was also found that the rf head had internal contamination and was physically broken. The rf head failed an incoming test due to the condition of the head.

Event description:
It was reported that the programmer's radiofrequency (rf) head had a frayed cable. The rf head has been returned to service. There was no patient involvement. It was reported that the radio frequency (rf) programmer head was returned to the manufacturer, analyzed and subsequently tested out of specification.